Event description:
A pt that had been treated with v.a.c. Therapy for nearly two months reported that although the wound looked good, alleged something wasn't working properly.

Manufacturer narrative:
The pt was being treated for an enterocutaneous fistula wound. Upon investigation, it was reported that the adipose tissue along the deep sides of the wound turned black and necrotic. The black adipose tissue was removed two times during the nearly two months of therapy. The second time was done in the or under general anesthesia. The base of wound remained healthy and an alloderm graft placed in the wound had good take. The pt did not exhibit signs or symptoms of infection. The device was returned to kci service center and passed qc inspection for operating parameters.